Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: no image; and after aeration, there was a red crack in the image, there were deep scratches in the biopsy channel opening, switch 4 was not working, the control body and scope connector had a customer label attached, the ultrasound electrical insulation was not to specification, the bending section cover rubber glue was not to specification, the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the bronchofibervideoscope had a communication error after cleaning the connections. The issue occurred at reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the investigation findings, a definitive root cause could not be determined. However, it is probable that the no image event is caused by a scope communication error, likely due to communication disconnection with the endoscope. This could be attributed to a conduction abnormality resulting from an internal flood. Olympus will continue to monitor field performance for this device.